Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Therefore, clinical specificity testing was performed with negative control replicates using an in-house retained kit of architect (B)(6) assay lot 56040lh00. All results met specifications indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet patient sample. Catalog# changed to 07c18-36 from 07c18-30.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82.

Event description:
The customer reports a (B)(6) architect anti-hbs assay result of 14.8 s/co for one patient sample tested on an architect i2000sr analyzer. The sample tested not protective ((B)(6)) with a non-abbott methodology. Controls have remained within specification. There is no impact to patient management reported.